Manufacturer narrative:
The returned device underwent dimensional inspection and met requirements. New drills from the same lot were inspected and also met requirements. The drill specifications had been verified during navigation field testing. There were no anomalies in the manufacturing record. Investigation of the drill could not identify a cause for the jamming with the array (not a genesys device and therefore was not available for review).

Event description:
An clamp adapter jammed with a siros 9.5mm navigated drill intra-operatively. The procedure was unable to be completed as planned and will be rescheduled.